Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: laparoscopic nephrectomy. According to the rptr: clamp was inserted, then gray seal part fell into the pt cavity. Used another device. The piece was retrieved. No bleeding. No tissue damaged. Not extended more than 30 mins. No pt injury was reported. No pt info available.